Event description:
The facility's technician reported an infusion pump with failure code 550. The hospital reprsentative stated they have no record of any patient incident involving the pump since the last baxter service event.